Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Clinic employee reported about an unspecified event with the left side device. Later, healthcare professional reported "broken device" via "ultrasound and MRI". Device has been explanted and replaced with another manufacturer¿s device